Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was confirmed. Balloon shredding was observed on the entire length of the balloon. Follow-up with the account confirmed that the shredding was not observed during/post procedure or during re-packaging, suggesting that the shredding may have occurred during return to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion; guide catheter: hyperion. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during the procedure to treat a concentric, heavily calcified, 90% stenosed, 4.5x23mm lesion in the non-tortuous left main (lm) coronary artery, after unpackaging and prepping the device per instructions for use without issue, the 4.5x12mm nc traveler rx balloon dilatation catheter (bdc) was advanced to the lesion without resistance. During the first inflation, the balloon ruptured at 9 atmospheres (atm) after 1 second. The bdc was withdrawn without resistance. Pre-dilatation was completed without issue using a 4.5x15mm non-abbott bdc inflated to 20 atm. The procedure was successfully completed after a 4.0x23mm xience alpine stent was implanted, resulting in 25% lesion stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.